Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown synthes screws. Part#, lot# and UDI # is not available. Date of implant and explant are unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown synthes screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: s. Desaid, a. Sclaroff, b. Nussenbaum (2013). Use of recombinant human bone morphogenetic protein 2 for mandible reconstruction. Jama facial plast surg, volume 15, no. 3, pp. 204-209. USA. The objective of the study was to describe and assess the use of recombinant human bone morphogenetic protein 2 (rhbmp-2) as an option for segmental or near-complete rim mandibulectomy defects. The study was conducted between january 2004 and december 2009 at the washington university medical center, including six (6) patients with an age range of 45-59 years. Each of the patients underwent reconstruction with the off-label use of rhbmp-2, an unknown 2.5mm synthes mandible locking plate, and an unknown quantity of unknown screws on unknown dates. The following complications were reported: postoperative, on an unknown date, a male patient with a compromised immune system presented with wound infection that required removal of the graft and implanted devices. This report is for unknown quantity of unknown synthes screws. This is report 2 of 2 for (B)(4).